Event description:
The trailing haptic broke off in the sofport delivery device. This was noticed after the lens was inserted into the eye. The lens was removed and replaced. It is not known if medical intervention, such as an enlargement of the incision, was required to prevent patient injury.